Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. The 3t heater cooler was inspected. The circulator motor, patient 1 pump, distribution and processor boards were replaced. Heater cooler was then calibrated. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, a 3t heater cooler displayed error pump 1 uses too much power (e06) on patient side of the screen, post procedure. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. Based on the collected information, it cannot be ruled out that the most likely root causes for the reported issue are: motor bearing damaged by the corrosion, which consequently affects the motor shaft rotation. The pump that was no longer rotating freely required a power overload to work, which could have led to an over-current that ultimately caused damages to the boards replaced. Or a water overfilling of the tanks which affected the electronic components, since the issue occurred during cleaning procedures.

Event description:
See initial report.